Event description:
Hill-rom received a report form the account stating the brakes were not holding. The bed was located at the account. There was no patient / user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the head end right hand brake and steer bracket, also the left hand brake and steer bracket for this device not holding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head end right hand brake and steer bracket, also the left hand brake and steer bracket to resolve the issue. Based on the is information, no further action is required.